Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened phacoemulsification (phaco) tip and wrench loose in a bag was received. The tip was not within the wrench. The sample was visually inspected and found to be nonconforming with phaco tip is bent in a couple areas and no wear is present on the threads, back of flange, or nut corners. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a nonconformance review of the reported lot. Two non-conformances were found for phaco bent tip. These non-conformances could have potentially contributed to the reported event of bent phaco tip. The returned sample was found to be visually nonconforming with a bent phaco tip. How and when the phaco tip became bent could not be determined due to that the tip was loose in the bag without the protective wrench. However, because no wear was found on the threads a potential manufacturing related root cause could not be ruled out. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. However, an investigation has been initiated to determine root cause of the bent phaco tip. Additionally, nonconformance investigations were initiated for the related nonconformances identified on the nonconformance report. All phaco tips are 100% visually inspected by trained operators using 30 times magnification during the manufacturing process. Any nonconformance is removed from the lot and scrapped. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the balanced tip was crooked before cataract with intraocular lens implantation surgery. The surgery was completed on the same day after replacing the product with another one. There was no information about patient impact.